Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed multiple no delivery when trying to change the infusion set. Customer does not recall any significant events leading to the error. Customer's blood glucose was over 400 mg/dl at the time of incident. Customer declined to troubleshoot. Customer tried with a new infusion set and it worked and appeared to resolve the issue. Customer does not want to return the set or reservoir for analysis.